Event description:
It was reported that about two months post implant, high impedance, > 2500 ohms, and unacceptable threshold were noted. The lead was removed from the device and tested ok, but the device set screw was reported to be 'frozen'. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis showed foreign material attached to the right ventricular setscrew, which resulted in the setscrew not functioning properly. Chemical analysis of the foreign material revealed that it was the same material as the setscrew. It appeared the material was pressed into the surface during the manufacturing process. Analysis corrected to show that the foreign material was attached to the left ventricular setscrew.